Manufacturer narrative:
The field service engineer checked the analyzer and performed an intensive troubleshooting of the provided data and confirmed no issues with the analyzer. The instrument was performing within specifications. A general reagent or analyzer problem can be excluded since the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 samples from the same patient's blood draw tested with elecsys hcg+ss assay on a cobas e 801 analytical unit. Sample 1: the initial result was <0.200 miu/ml (tested in a gel tube: bd vacutainer) and accompanied by a data flag. The laboratory has a standard practice to retest some samples from the same patient using different tubes. The 1st repeat result was 9.81 miu/ml (tested in a tube without gel: bd red cap). On 21-mar-2026: a new blood sample (sample 2) was drawn and tested, resulting in the following: <0.200 miu/ml (tested in a gel tube: bd vacutainer) and accompanied by a data flag. <0.200 miu/ml (tested in a tube without gel: bd red cap) and accompanied by a data flag. Sample 2 was sent to a different laboratory and retested, resulting in an hcg+ss of <0.2 miu/ml. On 23-mar-2026: sample 1 (tube without gel: bd red cap) was repeated, and the 2nd repeat result was 12.9 miu/ml. No questionable results were reported outside the laboratory. The result of <0.200 miu/ml, accompanied by a data flag indicating a negative result, was deemed correct and reported to the patient.